Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that the patient experienced painful sensor insertion on (B)(6) 2016. The sensor was inserted into the abdomen. Prescription lidocaine was used prior to sensor insertion. Lidocaine was previously prescribed for an issue unrelated to the dexcom continuous glucose monitor (cgm). There was no alleged device malfunction. At the time of contact, the patient was in good condition. No additional event or patient information was provided.